Event description:
Patient was undergoing treatment for cerebral infarction. After aspiration for the m1 with pcs032 was done, slight extravasation was confirmed with angiography. The procedure was concluded at this point because it was a mild one. The physician commented that the relevance with this event and the penumbra system is not deniable since the extravasation came about during handling the device.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the returned of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This case is related to 3005168196-2013-00124.